Event description:
It was reported that the patient presented via remote transmission. Review of transcript revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed. The patient was asymptomatic throughout the event.